Event description:
This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. Additional information received on 15-sep-2015 (ptc - product technical complaint). This is a spontaneous case report received from a regulatory authority (case# FDA-2014-n-0736-0821) in united states on 26-aug-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer's husband reported that she could not get out of breath and her asthma acted up more than usual. Intercourse was painful, she experienced mood swings, her hair was falling out, she gained weight and at age (B)(6) she had to get a hysterectomy so she can get rid of essure. Ptc global number: (B)(4). Ptc result: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced painful intercourse. This event was considered serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer had to get a hysterectomy. Based on the nature of the event and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.